Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files confirmed a system notice indicating a compromised outer vacuum (#50032) during an application. Also, data files showed that 8 applications were performed with this catheter on the date of the event. Data files did not record broken luer issue. Data files showed 3 applications were performed with another balloon catheter without any issues on the date of the event. The catheter was not returned for analysis or investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the luer broke and the balloon catheter was replaced, the case was completed with cryo. No patient complications have been reported as a result of this event.